Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that during a pars plana vitrectomy, repair of retina detachment, laser and gas procedure; the auto gas filler syringe would not fill with the amount of gas required. The surgeon indicated that the "gas was not delivered properly for the retina repair." The event reporter informed that "at this time there is no known pt impact. The pt will be seen at post op visit and the surgeon is waiting to see outcome, but that it would take 2-3 months to see if amount of gas delivered helped." Add'l info was requested for this case via complaint follow up questionnaire. Update rec'd indicated that there was a partial delivery of the gas, outcome of events is unk. No further info is expected for this report at this time.